Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No device history record or previous repair record reviews can be performed on the reported device since no information on the product involved with the event was provided nor was able to be acquired from follow-up. No complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. In addition, it cannot be determined if there were any similar event related to the reported device based on the information provided. As such, no further action is required at this time. On (B)(6) 2019, it was reported that multiple tourniquet systems would automatically inflate or deflate without notice on (B)(6) 2019. Multiple ats 2200 tourniquet systems were returned to zimmer surgical and were exchanged for ats 4000 tourniquet systems; however, no means of identifying the products returned from the customer was provided nor was able to be acquired through additional follow-up. At the time of the investigation, it is unknown what devices were involved with the reported issue and as such, no evaluation can be performed on the complaint products. However, follow-up with the sales representative at the facility noted that the customer was not maintaining the minimum recommended separation distance during cauterization cases. Reference number (B)(4) on 12 april 2019. Based on the information provided, the cause of the tourniquet systems automatically inflating was due to the customer not maintaining the minimum recommended separation distance. CAPA notes that concurrent use of the a.t.s device with an electromagnetic interference emitting device could cause erratic behavior of the touchscreen and spontaneous inflation and is scoped to include all a.t.s 2200 and 4000 devices. The instructions for use also state that the customer can prevent electromagnetic interference with an a.t.s 2200 tourniquet system by maintaining a recommended minimum distance between the two devices. While it is known that spontaneous inflation can be bought upon by electromagnetic interference, spontaneous deflation has not been recorded to have occurred from it. In addition, there was no evaluation that was performed on the reported device as there was no means to identify the product that was returned for the reported issue. As such, the cause of the reported spontaneous deflation cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Ats 2200 unit would automatically inflate or deflate without notice. There was spontaneous deflation. Delay was under 30 minutes and no harm was involved. No adverse events were reported as a result of this malfunction.